Event description:
A malfunction was reported, with the malfunction code "malf 12" displayed on the customer's pump, which had previously experienced the same issue multiple times. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump and advised the customer on using a backup therapy by contacting their healthcare provider. The customer was informed about receiving a pump with updated software and instructed on the process for returning the faulty device.